Event description:
An outback catheter was selected for the procedure. While trying to get over the aortic iliac bifurcation, the tip of the device broke off and became dislodged in the left common iliac artery. Attempts to retrieve the tip were made, but they were unsuccessful. The tip was subsequently embolized into the distal portion of the occluded left common femoral artery.

Manufacturer narrative:
Please note that the uf/importer report number noted on the voluntary medwatch is (B)(4). The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The cc has been updated to reflect return of the product for analysis and receipt of additional procedural information. While trying to get over the aortic iliac bifurcation, resistance was met with the guidewire which was described as an outright blockage, however, ultimately the guidewire was reportedly loaded thru the catheter and at some point the tip of the outback catheter broke off. The catheter was removed and the tip remained inside the patient. It was reported that all prep procedures were followed and that there were no anomalies noted with the product prior to use. Pressurized water was applied to the catheter through the guide wire port, and it did not exit through the cannula port then through the haemostatic rotating valve, and no exit through the tip. A 0.014" guide wire was inserted through the tip and it exited through the guide wire port. The guide wire was then inserted through the guide wire port, and it no exit through the tip. Cannula could be not deployed due to blood residues. The failure reported by the customer was confirmed. The cause of the failure experienced could be not determined and however there is no evidence that the failure is related to the manufacturing process since the inner liner present marks of welding and the nosecone coil was broke. The exact cause of the secondary failure outer liner damaged could not be determined; however controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Please note that we received additional information stating that the uf/importer report number noted on the voluntary medwatch was updated from (B)(4).